Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and loosening of the tibial component at the cement to implant interface. Unknown cement was used. Patient was doing well for years. X-rays show a loose tibia and surgeon confirmed that the tibia was loose without any sign of cement fixation on the back of the tibial component. Doi: (B)(6) 2014, dor: (B)(6) 2020, left knee.